Event description:
A (B)(6) result was obtained for a patient sample. Repeat testing was performed and the results were positive. The sample was sent to another site and tested. The result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) result is unknown. The qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "if the sample is greater than 50, the specimen is positive for (B)(6). Note: when the (B)(6) assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the (B)(6) confirmatory assay must be used to confirm the result."